Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. Analysis also noted that several incoming ventricular functional tests failed, the ventricular output connector was broken and pushed inside the device, the hanger assembly was cracked, and the lower case was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator (epg) needed to be repaired. The epg was returned for service. There was no patient involvement.